Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that the fitting component detached from the extension tube. Bd determined that the cause of the failure was the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb105cm tubing disconnected the customer reported "male luer lock connector at patient end of bd connecta tap 100cm tubing disconnected from tubing (not correctly bonded).